Event description:
Patient was hospitalized for 4 days because meter was reading low. When the patient got to the hospital, bg was 500 mg/dl. Patient was given IV insulin at the hospital. It is unknown what their meter result was prior to going to the hospital and if patient treated self based on that result. Also, it is unknown what the time difference was between the patient's meter and the hospital meter results. Patient did provide a result of 169 mg/dl taken on the lifescan meter and was comparing that result to another result taken on an unknown device (146 mg/dl). Due to all the insufficient information, it cannot be concluded that the meter contributed to an adverse event. However, during troubleshooting, patient was walked through a check strip test, which failed outside the range. Patient was asked to clean the meter and retest. The second check strip test failed as well. Therefore, this case is reported as a meter malfunction since the check strip test failed twice on the meter.